Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant the patient experienced endocarditis and infection. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.